Event description:
Admitted 7/11/97/discharged 7/16/97 malfunctioning automatic cardiac defibrillator lead due to fracture. Hospitalization, removal of malfunctioning lead and replacement of new aicd lead. Malfunction was suspected due to high impedance and low output upon shock for the treatment of ventricular tachycardia. X-ray confirmed the fracture area near the collar bone.